Manufacturer narrative:
Investigation findings: it was reported that the pump and tubing were tested post operatively by the facility's biomed dept and no problems were found. The pump was received and investigated by conmed linvatec. The investigation was unable to confirm the customer's reported problem. The pump was tested and met all functional specifications. The unit was found with physical damage, none of which affect the performance of the device. The sales rep will contact the facility for additional inservicing of the product.

Event description:
During a knee arthroscopy procedure "the pump failed to register pressure and kept pumping fluid". A mini-fasciotomy was performed on the pt.